Event description:
A male patient was transferred to us for a st-elevation myocardial infarction (stemi). He required bilevel positive airway pressure (bipap). On the 3rd day, he was extubated. Later that evening he required bipap (v60 respironics). On the 6th day, an suspected deep tissue injury (sdti) was noted on his left naris from the oximetry clip used while intubated. He also had an sdti behind his right ear from the oxygen tubing. The patient had repeated episodes of bleeding from the pressure injury on his nose due to heparin requirements. He also had epistaxis and hematuria from the heparin. The patient remained bipap dependent and was again intubated on the 9th day through the 13th day. The patient did not require non-invasive ventilation for a while but was again placed on bipap (v60 respironics s/n) with a large oro-nasal respironics af531 face mask on the 18th day. On the 20th day, it was noted that the patient had an unstageable pressure injury over the bridge of his nose. The patient was changed to a medium full face mask. The bipap was discontinued on the 31st day of admission. The patient was discharged home with visiting nurses on the 41st day.